Event description:
A patient reported they were not able to get the device to go up or down or go on or off. They were getting an error, but it was unclear what error. The patient was using heavy duty batteries and was going to get alkaline batteries and try again. No further information was provided. There were no patient symptoms reported. The event date was noted as (B)(6) 2016. The implantable neurostimulator was indicated for parkinsons dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.